Event description:
Customer reportedly received results of 598 mg/dl and 151 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. A 20mm x 4.5mm quantum maverick balloon catheter was selected for use and the balloon detached in the artery. The physician successfully retrieved the balloon by using a torqueing technique and wrapping wires around the balloon and pulling the balloon out through the guide catheter. The procedure outcome is unknown. No patient complications were reported. The patient status is unknown.